Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the tip of the dilator was found blunt and couldn't dilate the skin. No patient injury. No intervention required.

Manufacturer narrative:
(B)(4). The customer returned one dilator with a blue hub. Prior to decontamination, the dilator contained blood residue. The customer reported that the dilator tip was blunt; however, visual examination of the dilator revealed the tip appeared to be damaged. Microscopic examination showed that one side of the dilator tip was split and folded back. There were white regions around the tip where it had split, indicating that it had been exposed to stress. The dilator length from the hub to the distal tip measured 100mm which is within specification. The outer diameter (od) of the dilator was also found to be within specification. A device history record (DHR) review was performed on the dilator and no relevant manufacturing issues were identified. Based on the investigation performed, the reported complaint could not be confirmed. The customer reported that the dilator tip was blunt however, visual examination of the returned sample revealed the dilator tip was damaged. Based on the condition of the sample as received and the appearance of the tip, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the tip of the dilator was found blunt and couldn't dilate the skin. No patient injury. No intervention required.